Manufacturer narrative:
Manufacturer's investigation conclusion: the reported damage to the outer silicone jacket of the external portion of the patient¿s driveline could not be confirmed as no product was returned for evaluation and no images were submitted by the account. The account reported that the patient had a new split in the outer jacket of the driveline. Review of the log file provided by the account revealed no atypical events or alarms. It was recommended by tech services to apply rescue tape to the jacket damage. Multiple attempts were made to obtain additional information regarding the reported event; however no further information was provided by the account. The patient remains ongoing on heartmate ii lvas, serial number (B)(6), and no further events have been reported at this time. The heartmate ii lvas IFU and patient handbook provide information on how to care for the driveline and address damage due to wear and fatigue of the driveline. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a new split in the outer coating of the drive line; no alarms on interrogation. There is no evidence of any type of percutaneous lead conductor issue in the log file. The tears to the percutaneous lead outer jacket are cosmetic only and it was recommend to apply rescue tape to the percutaneous lead outer jacket tears. There were no unusual events seen within the log. The vad is functioning as intended. No further or additional information was provided.